Event description:
It was reported that when the preloaded toric intraocular lens (iol) was pushed into the cartridge the leading haptic was twisted while the trailing haptic was slightly bent, and abnormal tacking was observed. The haptics adhered to the optic, and it took more than five minutes to separate the haptics from the optic using a hook or a similar instrument. The plunger did not readily separate from the iol. The patient's postoperative visual acuity was reported as good. The injector had been set up immediately prior to implantation; ophthalmic viscoelastic device (ovd) was injected through the hydration port and the plunger was advanced at a normal speed without issue. After setup, the iol was inserted into the eye without waiting. Through follow-up, we learned that the iol was implanted in the patient's right eye and no medical complications occurred. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: email address: unknown, as information was requested but not provided section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.